Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all of the sudden, they can feel electrical pulses up and down their left side of their body since last week. It was suggested the patient have their implantable neurostimulator (ins) checked by a healthcare provider (hcp). The patient does not currently have an hcp.